Event description:
It was reported that the patient underwent a revision surgery due to an infection 12 months post-op. The metal devices were removed and a competitor's cement spacer was inserted.

Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient underwent a revision surgery due to an infection 12 months post-op. The metal devices were removed and a competitor's cement spacer was inserted.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.